Event description:
It was reported that the health care professional (hcp) called for request of device data as there was a concern about the episode not picking up most of the noise. Technical services (ts) reviewed the untreated episode and confirmed the noise is chaotic and railing. Ts discussed possible causes recommended an in-clinic evaluation and provided troubleshooting options. The patient was seen in the clinic and isometrics when programmed in primary were performed and a low-level baseline of noise was observed when patient did torso twisting. The device was programmed to secondary and there was myopotential noise with the patient moving their left arm. The noise is amplified with isometrics. The device was programmed to secondary with 2x gain however, the physician is still concerned. Therefore, therapy was programmed off and the patient will be implanted with a transvenous device. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for request of device data as there was a concern about the episode not picking up most of the noise. Technical services (ts) reviewed the untreated episode and confirmed the noise is chaotic and railing. Ts discussed possible causes recommended an in-clinic evaluation and provided troubleshooting options. The patient was seen in the clinic and isometrics when programmed in primary were performed and a low-level baseline of noise was observed when patient did torso twisting. The device was programmed to secondary and there was myopotential noise with the patient moving their left arm. The noise is amplified with isometrics. The device was programmed to secondary with 2x gain however, the physician is still concerned. Therefore, therapy was programmed off and the patient will be implanted with a transvenous device. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise and oversensing, noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the health care professional (hcp) called for request of device data as there was a concern about the episode not picking up most of the noise. Technical services (ts) reviewed the untreated episode and confirmed the noise is chaotic and railing. Ts discussed possible causes recommended an in-clinic evaluation and provided troubleshooting options. The patient was seen in the clinic and isometrics when programmed in primary were performed and a low-level baseline of noise was observed when patient did torso twisting. The device was programmed to secondary and there was myopotential noise with the patient moving their left arm. The noise is amplified with isometrics. The device was programmed to secondary with 2x gain however, the physician is still concerned. Therefore, therapy was programmed off and the patient will be implanted with a transvenous device. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.